Manufacturer narrative:
Citation: beyls et tal.  Prognostic value of a new right ventricular-to-pulmonary artery coupling parameter using right ventricular longitudinal shortening fraction in patients undergoing transcatheter aortic valve replacement: a prospective echocardiography study.  J clin med. 2024 feb 9;13(4):1006. Doi: 10.3390/jcm13041006. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the value of new right ventricular-to-pulmonary artery coupling parameter in patients undergoing transcatheter aortic valve replacement (tavr).  The study population included 197 patients who were predominantly male with a mean age of 81 years.  Multiple manufacturer¿s devices were implanted in the study population; 62 patients were implanted with a medtronic evolut r (n=20) or evolut pro (n=42) bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: stroke, arrhythmia requiring permanent pacemaker implant, acute kidney injury, and moderate paravalvular leak.  No further information was provided pertaining to medtronic products.